Event description:
It was initially reported to boston scientific corporation on (B)(6) 2009, that a c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used during a dilatation procedure that was performed on (B)(6) 2009. According to the complainant, during the procedure, the c.r.e. Balloon was advanced through the scope. The balloon was correctly positioned in the sigmoid section of the colon and dilatation began. The first two dilatations were successfully completed, however, during the third dilatation, at approximately 7 atm, the balloon burst. Nothing detached inside the patient. The balloon was removed from the scope and another c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used to complete the procedure. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used during a dilatation procedure that was performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the c.r.e. Balloon was advanced through the scope. The balloon was correctly postioned in the sigmoid section of the colon and dilatation began. The first two dilatations were successfully completed however during the third dilitation, at approximately 7 atm, the balloon burst. Nothing detached inside the patient. The balloon was removed from the scope and another c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used to complete the procedure. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the balloon profile was relaxed and deflated. There was no damage to the catheter shaft. A functional evaluation was performed; inflation of the device was attempted using an alliance syringe (per the directions for use). The balloon was found to be torn longitudinally. A search of the complaint database revealed that no other complaints exist for the specified lot. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context.